Manufacturer narrative:
Additional information was received that the physician did not suspect malfunction of the lead. It was noted that no further information could be obtained.

Event description:
A report was received that the patient was having charging issues. The patient will undergo a revision procedure.

Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient was having charging issues. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient was having charging issues. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo a lead replacement procedure for an unknown reason.

Event description:
A report was received that the patient was having charging issues. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that patient's issue with charging was resolved by re-education. It was noted that the patient underwent an explant procedure due to successful non-device related back surgery and the patient did not want extra hardware in the body. Additional suspect medical device components involved in the event: model#: sc-2108-70m serial #: (B)(4) description: scs lead kit, phase 2 sterile package the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was having charging issues. The patient will undergo a revision procedure.